Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument body displayed no abnormalities. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was partially applied with the interlock engaged. Functionally, the knife blade and cam bars were reset; the sulu was reloaded in to the instrument, and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the remaining staple line was properly formed. In addition, the sulu loaded and unloaded repeatedly without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the handle is not completely compressed during application. This partial firing causes the interlock to engage and if a second attempt is made to fire the sulu it will not fire. The instructions for use for this product states: failure to firmly squeeze the handle all the way may result in an incomplete staple formation, which may compromise the integrity of the staple line. The device staplers are equipped with a safety interlock which prevents the handle from being squeezed a second time. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the staplers were deployed but there was no action of the knife. The surgeon noted that the device was given by the scrub nurse with the security already released resulted in misfiring and by manipulation a blockage of the stapler. The surgeon used scissors to cut the tissue and used manual stapler to resolve the issue in order to complete the case. No patient injury.